Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings and bent cannula from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer treated with the pump. The customer's blood glucose reading was 336 mg/dl when admitted to the hospital. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with fluids at the hospital. The customer had two sets with bent cannulas. The customer was advised to change the infusion set.